Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has since been returned for analysis. When analysis is complete, this report will be updated.

Event description:
Twelve days later, the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory technicians were unable to reproduce the clinical observations during analysis.

Event description:
Boston scientific received information that this device was displaying ventricular tachycardia events that appeared to be ventricular loss of capture. Noise was also observed with the right ventricular sensitivity at 2mv. Techncial services reviewed some strips and validated what appeared to be loss of capture. It was noted that the threshold measurements have increased, therefore the device programmed outputs were not providing a full 2 times the threshold safety margin. Pacing outputs were increased again and the patient will be checked again in the next month.